Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle bending during use & does not attach/detach. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the non-patient end of the bd nano¿ 2nd gen pen needle was bent and would not attach to the pen during use. This occurred on 3 separate occasions, but the dates are unknown. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported bent needle on non patient end he noticed it when he was not able to attach the needle on to the pen when he looked at the needle. It was bent from another box." "Consumer uses the new needle each time of his injection. He visually does not test the needle to see if it is straight. He firmly attaches the pen needle on to the pen."